Event description:
The patient presented to the emergency room after an episode of syncope and subsequent fall at home. A spike had been seen in right ventricular (rv) thresholds and they had become unstable, only capturing the ventricle intermittently. Output was increased and sensitivity adjusted until the lead could be revised. Some artifact was also observed near the first rib and clavicle. A clavicle crush or fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, ipg, implanted (B)(6) 2009. (B)(4).